Event description:
Medical examiner called to report that the customer is deceased. States customer was wearing pump at time of death and the cause of death is unk at this time. Troubleshooting performed and pump passed 7.2 unit bolus, alarm and self test.